Event description:
The customer reported that the system had a ma on in error message and shut down during a case. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The controller and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.